Event description:
It was reported that the patient experienced increased urinary leakage due to fluid loss with an artificial urinary sphincter (aus). The aus cuff and balloon were explanted and a new 5.0cm aus cuff and balloon were implanted. During explant the physician noted the reservoir contained only 1ml of fluid. Should additional relevant details become available, a supplemental report will be submitted.